Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed. The root cause was that the downstream occlusion sensor and the downstream occlusion sensor was faulty. These were replaced to fix the reported issue. The device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It reported that pump showing cassette not attached error. There was a delay in infusion therapy; probably not harmful, but not quite clear.